Event description:
It was reported that the atrial lead was oversensing and causing mistaken identification of the atrial fibrillation. The lead was ex planted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg ICD, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary - a proximal segment of the lead was returned and analyzed. The distal segment was received in bad condition; explant damage and analyzed. The proximal conductor of the lead became extrinsically fractured due to melting. The outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo. The outer insulation of the lead was observed to have blood ingression.